Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse identified the endoscope as the root cause of the reported issue. The fse advised customer to exchange the endoscope. Isi did receive the 30-degree endoscope to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The aea bearing had a friction issue and the housing was discolored.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system reflected an error 23003 on arm 2 and logs were showing error happening multiple times on arm 2 axis 4. It was noted that the issue was happening as soon as the 30-degree endoscope was installed. The customer elected to convert to laparoscopic surgery before attempting to troubleshoot the issue with the intuitive surgical, inc. (Isi) technical support engineer (tse). Isi contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the conversion did not result in increasing port size incision or adding additional ports.